Event description:
Customer reported an intermittent problem with a cable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined a cable needed to be replaced. No further information available. This MDR is related to ge healthcare complaint.